Manufacturer narrative:
This rv lead was capped and abandoned, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited noise on the rv channel, the pacing impedance decreased from 900 ohms to 300 ohms, the pacing threshold measurement was 2 volts, and the sensing measurement was 3.5mv. It was also noted, this patient received an inappropriate shock. In the near future, this patient will undergo a revision procedure because the physician believes that there is either a connection issue or lead integrity issue. Subsequently, additional information was received that a lead revision took place due to this rv lead being fractured. There were no adverse patient effects reported.